Event description:
Customer reported being hospitalized with dka. Prior to hospitalization customer had nausea and was vomiting. Customer stated he was receiving the no delivery alarm while bolusing. Ran a 5u fixed prime on pump with it empty and pump passed. Explained to customer that pump was working fine and to call back if md requests for pump to be replaced after testing.